Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the devices had shut down during infusion there was patient involvement, but outcome is unknown.

Manufacturer narrative:
Omit : c20 no findings available, d15 cause not established. Correction : describe event or problem. Additional information : if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that the devices had shut down during infusion. There was patient involvement, but outcome is unknown. Customer stated no devices will be sent in for investigation however would like logs interpreted.